Manufacturer narrative:
The hill-rom technician found the siderail not latching due to a damaged center arm assembly. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 - 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the center arm assembly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the siderail will not latch. The bed was located at the account in storage. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).